Event description:
The report stated that during a tracheostomy and shortly after the procedure started, a spark jumped to right neck area where a fire started, it was smothered by hand, but almost immediately the drapes caught fire. The patient sustained 2nd and 3rd degree burns to the face, neck and upper chest area. He was transported to a burn unit and is doing well. The prep was medline wet skin prep, an iodine prep solution. The pt was receiving 100% o2 at 6 liters through a face mask. No nitrous was in use.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. The site has declined and said that a 3rd party evaluation is most likely. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.